Event description:
Boston scientific received information that this right atrial (ra) lead perforated the heart wall. This ra lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the helix was retracted and insulation has a cut. The visual inspection did not confirmed field allegation.